Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) has not received the vessel sealer extend (vse) instrument during this reported event for failure analysis investigations. A review of the logs for the vse instrument associated with this event has been performed by an isi failure analysis engineer (fae). The following additional information was provided: logs show that the first vse instrument (lot # k14231020-0388) was installed 3 times and passed homing 3 times. Thirteen cut complete and thirty seal events were recorded with no errors. The second vse instrument (lot# l84231019-0095) was installed 2 times and passed homing 2 times. Ten seal events were recorded with no errors. The third vse instrument (lot # l84231019-0080) was installed 2 times and passed homing 2 times. Six seal events were recorded with no errors. No errors were seen in logs for any instrument. All instruments were used with the erbe vio dv generator.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the customer was unable to use energy with the vessel sealer extend (vse) instrument. The instrument was working previously with no issues. Prior to calling technical support engineer (tse), they opened another vse and rebooted the erbe and the system. The second vse worked at first, but then would not seal. Tse reviewed uploaded error logs and noted no system errors. The surgeon confirmed audible tones, but was unable to confirm the completion tone of the sealing process. No tissue effect was noticed. No tissue was cut that was not sealed. There were no error messages when the vse was used. The surgeon did have an error message on screen to remove obstacles from pedals. Due to the insufficient use of the vse instrument, the surgeon elected to convert the procedure to traditional laparoscopic surgery. The da vinci erbe generator was not utilized for the traditional laparoscopic procedure. The patient tolerated the conversion well. The estimated blood loss was 200ml; however, the surgeon noted this was expected due to completing the procedure laparoscopic. No additional ports were placed. A delay of two hours occurred related to troubleshooting and the conversion.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the vessel sealer extend instrument associated with this complaint. Failure analysis did not confirm nor replicate the reported event. Visual inspection did not reveal any damage. The instrument was fully functional. No product issue was identified. No failures were found in logs.